Event description:
During a laparoscopic appendectomy, the stapler reportedly "misfired" resulting in a small tear of the mesoappendix causing bleeding. The bleeding was controlled, and the procedure completed without further complication.